Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported. Prior to an ureteroscopy with stone manipulation using a ncircle delta wire tipless stone extractor, the device was removed from the package and tested, but it failed to open. The device was placed to the side and another of the same device was used to continue with the procedure. No adverse effects have been reported due to the alleged malfunction. It was noted that there was no direct patient contact. Investigation - evaluation reviews of the instructions for use, device history record, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 4.3cm in length. The support sheath was bent starting 1.5cm from the nose of the male luer lock adapter. The basket sheath was accordioned/buckled approximately 2mm from the distal tip of the support sheath. The handle was able to actuate the basket formation to the open position but was unable to close it completely. With handle in the closed position, 3mm of the basket formation remained protruding from the basket sheath distal tip. The handle was reset, and the handle was then able to fully actuate the basket formation to open and closed positions properly. Tension was felt where the basket sheath was accordioned/buckled. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that it is likely that the device was inadvertently damaged during unpacking or subsequent handling prior to use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported. Prior to an ureteroscopy with stone manipulation using a ncircle delta wire tipless stone extractor, the device was removed from the package and tested, but it failed to open. The device was placed to the side and another of the same device was used to continue with the procedure. No adverse effects have been reported due to the alleged malfunction. It was noted that there was no direct patient contact.